Event description:
The pt was implanted with a left ventricular assist device. The surgeon reported that shortly after separation from cardiopulmonary bypass, and initiation of pump support, the pt became profoundly hypotensive and had very decreased left ventricle filling. The pump speed could not be increased above 7000rpms without suction events occurring. Subsequently, the pt experienced complete circulatory collapse despite maximum inotropes and vasopressors and expired in the operating room.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.